Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Non-union of the tibia due to cystic lesion in the posterior aspect of tibia necessitated revision surgery. During the surgery osteophytes were observed. Meniscal bearing surface was worn, and was replaced. Bone growth on talar component was observed.

Manufacturer narrative:
Evaluation revealed the tibial comp singlecoated us version medium, the sliding core uhmpwe 7mm and the talar comp single coated us version small right to be the subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not available. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. On (B)(6) 2010 a non-union of the tibia due to a cystic lesion necessitated a revision surgery. The cyst was removed/ dissected and filled with bone graft. A plate was furthermore fixed posteriorly to support the non-union. Osteophytes and bone growth was furthermore observed on the tibial ¿ and talar component, which was removed. The polyethylene sliding core was found to be worn and was thus replaced. The tibial component and the talar component were found to be stable. Cyst formation and/ or osteophytes/ bone growth in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure¿ ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ ¿development of postoperative periarticular ossification can lead to pain and stiffness after total ankle replacement. Gutter pain can develop in 25% of patients. Debridement of soft tissue and bony impingement may be required. Little is known about relative risk of impingement based on implant design and degree of medial and lateral talar facet coverage. Attention should be given intraoperatively to be sure arthritic osteophytes are not impinging after implant placement.¿ both complications were furthermore clinically assessed by a consultant hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. The definition of heterotopic ossification is inconsistent in the scientific literature. In most cases it is an incidental finding on the x-rays with no symptoms. Only in rare cases symptomatic heterotopic ossification is found impeding the function of the arthroplasty or causing pain. Symptomatic heterotopic ossification may be treated resection and release. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star.¿ based on the above information, a deficiency of the devices in questions was not verified. Nevertheless as the exact cause of cyst formation and heterotopic bone formation is still poorly explained / understood and probably multifactorial, a correlation with the implants could not be excluded. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Non-union of the tibia due to cystic lesion in the posterior aspect of tibia necessitated revision surgery. During the surgery osteophytes were observed. Meniscal bearing surface was worn, and was replaced. Bone growth on talar component was observed